Event description:
During the repair of the laser, the candela kk service representative's head accidently came in contact with an internal high voltage component. He was hospitalized one day for electric shock. In addition he had cuts and bruises on the face and a broken arm.